Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 27 mmol/l, 8 mmol/l and 6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product was returned. The returned meter was investigated with controlled test strips because the customer only returned one test strip of the reported lot. During investigation a port issue with the meter was identified. During further investigation the port issue was no longer observed. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing.